Event description:
The customer reported that the system displayed an hv generator error message. The system will shut down uncommanded when this occurs. There is no report of pt injury or death.

Manufacturer narrative:
A ge representative evaluated the system and cleaned and regreased the high voltage cable connectors and found the generator batteries needed to be replaced. The customer will replace the batteries. No conclusion can be drawn as further repair information is not available.